Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for an overprime was not confirmed in the lab due to unavailable sample. No root-cause was determined. A batch review was not performed since lot number was not available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A home patient (hp) contacted global technical services (gts) about assistance with repriming the patient line this occurred on the home choice (hc) unit prime. The hp stated a little bit of solution spilled from the patient line. The technical service representative (tsr) assisted the hp with the reprime. There was patient involvement but no injury of medical intervention reported. A follow up was done via phone. The hp stated they finished therapy after they reprimed with no issued. The lot number was unknown and the supplies had been discarded. The hp has continued therapy no injury or medical intervention reported as a result of this incident.